Event description:
Stat gram stain on the hemi patellar tendon graft was done during preparation of the graft for surgery. This was positive for rare small gram negative rods. Graft was to be used for an anterior cruciate ligament repair. Case cancelled prior to surgical incision and graft implantation. No adverse pt outcome; inconvenience to pt and family. Contacted distributing rep who contacted the supplying company, regeneration technologies. Hospital findings: stat gram stain: positive for rare negative rods. Preliminary culture findings: no growth in 1 day. Final: no growth in 7 days. Regeneration technologies contacted dept. Manager and obtained info on the occurrence. Received a response from regeneration technologies with the final assessment from rti being that the presence of non-viable orgainisms on the tissue upon gram stain was cellular debris.